Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the patient underwent a primary left l5-s1 spinal root decompression. Four days later, the patient presented with left leg pain which was mild in intensity. The patient was started on vioxx with marked improvement. The pain was noted to be moderate for next 4 days and minimal thereafter. The patient returned to work in 10/00. At the time of case report form completion the patient was continuing with treatment. The investigator classified this event as unrelated to adcon-l. The investigator noted "nerve root edema" as a possible explanation for the event.